Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on 06/02/2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Patient stated that they had pain and bloating of the stomach. On (B)(6) 2016 the patient went to the doctor due to the skin reaction. The patient was prescribed hydroxyz. Affected area was treated with the prescribed hydroxyz. At the time of contact, the patient was in good condition. Additional event or patient information was not provided.